Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had a high out of range pace impedance measurements. Additionally an inappropriate shock was observed. This rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.